Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be confirmed. The downstream occlusion sensor seal was found contaminated and was replaced. The downstream occlusion sensor was replaced as a preventive measure. No fault was found with the operation of the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was no downstream occlusion. This occurred while testing. There was no patient involved.